Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that upon removal of the right breast implant, there was no visible defects noted. Since two devices of the same lot were returned, it could not be determined which belonged to the right breast. Both devices were analyzed. On (B)(6) 2021, the product investigations for both devices were completed. Device investigation summary for both devices: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient, who's undergone primary breast augmentation with two 350cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on september 7, 2021. The replacement devices were the following: (right) 465cc mentor memorygel breast implant catalog: smpx465 lot: 9608424 sn: (B)(4) and (left) 465cc mentor memorygel breast implant catalog: smpx465 lot: 9608424 sn: (B)(4).